Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had failed defibrillation threshold (dft) testing. This rv lead was repositioned then noted dft testing was adequate. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had failed defibrillation threshold (dft) testing. This rv lead was repositioned then noted dft testing was adequate. This rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.